Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found related to a permanent failure to the internal li-ion battery. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's internal battery to address the error code. Additionally, a ventilator service required reminder error code was found in the device's error log. No repair was performed. The device is not needed for inventory and was scrapped.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found related to a permanent failure to the internal li-ion battery. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's internal battery to address the error code. Additionally, a ventilator service required reminder error code was found in the device's error log. No repair was performed. The device is not needed for inventory and was scrapped. On the previous report the (root parent) other relevant event information section was incorrectly filled out with not-reportable language. The field should have been left blank. The field has since been updated.